Manufacturer narrative:
H11: a review of the event history log (ehl) showed an infusion of norepinephrine. The ehl review did not reveal a relationship to the reported issue; no excessive alarms, system errors, or programming issues were observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3/d10, and h11. B3/d10: it was further informed that the issue was began on september 28. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused norepinephrine during patient therapy. The norepinephrine was programmed at 0.2mcg/kg/min (18.6 ml/hr). The nurse noticed that the patient was not receiving the full amount of medication as there was more volume left in the IV bag than what the pump was programmed to run. There were no clamps or kinks in the tubing to interfere with the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.